Event description:
The guide wire spring tip was placed in a distal branch, and the guide wire subsequently fractured at the tip. The pt went to emergency bypass surgery due to a perforation which occurred following the guide wire fracture.